Event description:
It was reported that the device was in use for infusion of veletri. The reporter stated the device leaked during infusion at the filter area. No adverse effects to patient reported.

Event description:
It was reported the device was leaking. Leaking of tubing and/or filter in the tubing for all sets involved ? No patient injuries reported. .

Manufacturer narrative:
Other, other text: this MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Samples were received in new conditions and with their original unopened packaging. The samples were visually inspected, at a distance of 12? To 24? And normal conditions of illumination. No discrepancies were found. Leak test was performed to the samples using hydrostat vessel, no leaks were detected or other discrepancies. No root cause has to be determined since the complaint was not confirmed. No corrective actions are require since the complaint was not confirmed.